Event description:
It was reported that patient was trying to increase the stimulation intensity on program 1 and was unable to. It was indicated that the patient had had synchronized and showed she was on program 1 at 3.0 but when she pushed the plus button, it did not do anything. It was indicated that patient then saw the icon showing stimulation was not turned on but did not know how stimulation had been turned off. It was indicated device was turn back on and patient felt it come on and wanted to increase stimulation to help her symptoms more. It was indicated that she tried increasing to 3.2, and reported that hurt her and was decreased to 3.1. It was indicated that patient loss of therapeutic effect. She had traveled and had gotten at a pat down at the airport. It was indicated that over the weekend and the day prior to the call her symptoms were really bad, she had serious bladder problems, she had an accident during the night and urgency came back. It was noted that the symptoms had been helped prior to this past weekend. Information received later indicated that patient was still having concerns regarding their device or therapy but have not sought further help. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4).